Manufacturer narrative:
Please note that this event was initially reported in medwatch #2953161-2014-00004. Review of the file revealed that a separate medwatch needed to be submitted to capture the gore introducer sheath; therefore, this medwatch was created. Results - a review of the manufacturing records for the device could not be performed, as a lot/serial number was not available. Conclusions - per the gore dryseal sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e. Dissection, rupture, perforation, tear, etc). Per the IFU, careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Attempt(s) to acquire information required for this form were made by gore.

Event description:
On (B)(6) 2007, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, a reintervention procedure was performed to treat a proximal type I endoleak and possible kink in the contralateral limb on the left side. It was reported the patient's left external and common iliac arteries were tortuous. Upon introduction of an 18 fr gore sheath (dsl1828/lot number unk), the access vessel ruptured. Four additional excluder devices were implanted to successfully treat the rupture and the kink. The rupture was successfully resolved. The kink reportedly looked improved. No determination has been made on whether any additional measures will be taken to treat it. The patient tolerated the procedure.